Manufacturer narrative:
The reported event involved the infusion pump s/n (B)(6). The available information does not reasonably suggest that the device (3860+) malfunctioned, as there is no evidence of a malfunction. Specifically, after the initial report, the device history log was reviewed for operational details. The review of the history log (which contains the history of both channel a found that error for (check door possible free-flow) occurred at the time of the event, demonstrating that the device activated its high-priority audible and visual "check door" possible free-flow alarm as designed. This indicates that the possible over-infusion was caused by user error when installing the IV set, likely caused by the user pushing in the free-flow preventer clamp when installing the set. The most probable root cause for the events reported above is user error due to improper installation of an IV set. This was indicated by an error code for a 'check door possible free-flow alarm' in the pump's history log at the time of the event, which documented a possible free-flow event or over-infusion. This determination was made through a thorough investigation that included interviews with the user and a review of the device history log. The customer confirmed that the patient suffered harm or required medical intervention to preclude or prevent harm. Iradimed has made several due diligence efforts to gather additional information about the patient's outcome; however, the customer has not provided any further details. Since the available information suggests that the patient required medical intervention, iradimed is reporting this event.

Event description:
It was reported that the customer experienced a possible over-infusion event. According to biomed, the pump was programmed with a vtbi of 77.6 ml. However, the user noticed that a few minutes after starting the infusion, the volume left in the reservoir was 32.3 ml. Biomed inspected the infusion pump and observed that the pump indicated only 2.2 ml had been infused. It was reported that the patient suffered harm, but no additional information was provided.